Event description:
It was reported that balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem and procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city - (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem and procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. A microscopic examination of the balloon material identified a 1mm hole in the balloon - starting at the distal edge of the proximal marker band and extending 1mm distally. An examination of the marker bands identified no issues which could potentially have contributed to this complaint. Ll blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.